Manufacturer narrative:
(B)(4) - explant of intraocular lens.all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens had possibly decentered and was explanted. The lens was replaced with the same model and diopter lens. No further information was provided.

Manufacturer narrative:
Investigation of return sample: the intraocular lens was returned to the manufacturing site for investigation. A visual inspection using a microscope at 12x magnification showed the lens is identified as a tecnis multifocal acrylic one-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens is cut in half, most probably to make the explant possible. Due to the condition of the returned lens, additional analysis was not possible. The complaint could not be confirmed. Manufacturing record review: the manufacturing review for the lens showed that there were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. Associated test results: the complaint related test is the dimensional inspection performed at lens generation. The results showed that all dimensions were within specification. Similar complaints on same order number: a search related to the production order was conducted and revealed that no other complaints for this production order were received to date. Labeling review: directions for use, (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses and additionally provides that care should be taken to achieve iol centration, as lens decentration may result in patients experiencing visual disturbances. All pertinent information available to abbott medical optics has been submitted.